Event description:
During a pta/stenting treatment procedure to dilate highly calcified, more than 80% stenotic lesions in the iliac arteries bilaterally, the stent came off the delivery device. Access was obtained through the left femoral artery and three stents of varying lengths and types had been delivered to treat the lesions in the left iliac artery. With a 6 fr arrow sheath and using a contralateral approach, the physician was trying to cross over the bifurcation. The sheath in place kept buckling. He then tried to advance a guide wire and that buckled as well. An attempt to deliver an express biliary 6 x 57 mm up and over the bifurcation was also unsuccessful. Everything was removed and a unilateral approach was attempted. A sheath and a guide wire were in place in the right femoral. The physician was going to use the same express product when it was noted that the stent was no longer on the delivery device. Fluoroscopy failed to locate the missing stent. The physician proceeded to place two stents in the right iliac. He then performed an aortagram and the stent was located floating in the pt's aorta. A snare was used to retrieve the stent and the physician was able to pull it down to the left femoral artery. The stent then folded up upon itself, appearing as an inverted "u". A balloon catheter was then inserted and the balloon inflated to push the stent up against the vessel wall. An express stent was then used to secure the dislodged stent into place. A total of seven stents were placed and the procedure was successfully completed. The pt is reported as "fine"; no injuries or complications were reported.